Event description:
This event was reported as pulmonic valve stenosis. No further info provided.

Manufacturer narrative:
H3: evaluation of the valve in co's laboratory which fused each commissure and each attachment site which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Calcification was noted within each cusp which contributed to stenosis of the valve. X-ray analysis revealed calcification was noted within the aortic wall, belly and free margin of each cusp. Extensive stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings could account for the symptoms noted clinically. F10: device code: 2203 = host tissue overgrowth. H6: 86 = x-ray analysis.